Manufacturer narrative:
The insulin pump was received with operating currents within spec. The pump passed self-test, unexpected error test, rewind, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test. The pump was received with cracked case at display window corners, cracked reservoir tube, broken battery tube threads, broken belt clip slot and minor scratches on lcd window.

Event description:
The customer reported via phone call of high blood glucose readings and damage from the insulin pump. The customer's blood glucose reading was 410 mg/dl. The customer treated with manual injections. The customer stated that there are cracks on all four corners of the screen and onto the casing of the pump. The customer declined to troubleshoot for high readings. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The insulin pump will be returned for analysis.